Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found that the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is not obvious damage to the conductor wire(s). Additional testing was performed by the engineering team. The following results were found: the instrument passes energy recognition, however fails to deliver energy. The instrument failed the continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib board pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled, and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotubes. The complaint regarding the device not coagulating tissue was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps was not coagulating the tissue. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no damage was noted to conductor wire. No arcing was observed. There was no patient harm.